Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber did not identify any damage or defect. The glass cap exhibited no signs of devitrification at the output window, which is a normal degradation, this occurs through use of the fiber and should not be considered a failure mode; and the metal cap exhibited mild detritus. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. There were no fiber damages identified that could have caused or contributed to the reported. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a prostate vaporization procedure, when surgeon stepped on the foot pedal, the fiber presented a red dot in the tubing and turned red. It was also reported the error 102.9 (pd0 overpower) was displayed. Due to this, the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a prostate vaporization procedure, when surgeon stepped on the foot pedal, the fiber presented a red dot in the tubing and turned red. I was also reported the error 102.9 (pd0 overpower) was displayed. Due to this, the procedure was completed using another fiber. There were no patient complications.